Event description:
On (B)(4) 2012, the patient's father contacted animas alleging that the pump was not delivering insulin accurately. The patient's father reported that on 2 separate incidents in a 48 hour period the patient went from an elevated blood glucose (bg) to a low bg. The reporter stated that on (B)(6) 2012 at 10pm the patient had an elevated bg of 225 mg/dl. 2 hours later the patient's bg dropped to 42 mg/dl after a correction for the elevated bg had been given. The patient's father did not report any symptoms of high or low blood glucose. No information regarding the 2nd event with low bg was provided. At the time of the call, the reporter informed customer support that the patient was at school and therefore the pump was unavailable for review. Customer support advised the reporter to call back when the pump was available for review. The patient's father did not call animas customer support back. Animas customer support made several attempts to reach the reporter to review pump, but were unable to reach him. This complaint is being reported because the patient developed signs/symptoms suggestive of hypoglycemia while on insulin pump therapy. Since the subject pump was not available for review, it is not known if the animas device caused/contributed to the low bg as a result of a product malfunction, use error or misuse.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: unable to duplicate reported complaint; pump information for complaint is overwritten. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The available pump history shows no alarms associated to the complaint. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.